Event description:
Dr. (B)(4) reported to sales rep: "steinmann pin (non stryker product) in post part of acetabelum got hooked by the rim cutter and driven in for 10 inches in the soft tissue posteriorly."

Manufacturer narrative:
If additional information becomes available, it will be submitted in a supplemental report. Catalog number and lot code of other device listed in this report: cat #63095252, lot # unk, description: exeter contemporary rim cutter.